Manufacturer narrative:
The device will be returned to the MFR, but at this time it is not still returned. Method: the device history record review is ongoing. As soon as the MFR will receive back the device the following analysis will be performed: x-ray, gross examination and histological analysis. Results: no results at this time because the device is not still returned to the MFR. Conclusions: no conclusion can be drawn at this time.

Event description:
The MFR was notified on (B)(6) 2014 that mitroflow valve (lxa size21) was explanted after 2.0 years due to stenosis. A edwards magna ease was implanted. Due to a stenosis also the mitral valve was explanted and replaced with a edwards mitral magna ease valve. Due to the stenosis of the mitral and aortic valve the tricuspid valve was insufficient and it was repaired.

Manufacturer narrative:
The results of the device history record review confirmed the device met all material, dimensional, and performance requirements at the time of manufacture and release. However, no further evaluation is possible at this time as the explanted valve was discarded by the hospital by mistake. Device not returned.

Event description:
The manufacturer was notified on 20 may 2014 that mitroflow valve (lxa, size21) was explanted due to stenosis after about 2 years. An edwards magna ease was implanted. Due to aortic stenosis, the mitral valve was also explanted and replaced with a edwards mitral magna ease valve. Due to the stenosis of the mitral and aortic valves, the tricuspid valve became insufficient and was repaired. Update: based on patient tracking record, the date of implant is (B)(6) 2009. Therefore, the mitroflow valve had an implant duration of 4.7 years, not 2 years as earlier reported.